Event description:
Balloon pump alarmed kinked catheter. Console purged and turned back on. Balloon augmentation noted, console alarmed again. Visual inspection of extracorporeal tubing of balloon catheter revealed powdered blood particles. Pumping halted and balloon was discontinued without difficulty. Visual inspection of the removed catheter revealed powdered clots inside the balloon. The pt received another balloon catheter shortly afterward.